Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim it was reported that patient has had 4 mris with the implant in place. 2 were done at centennial, 1 at southern hills and 1 at skyline. All mris of the body not the head only and they had to reset the device. No symptoms were reported and no further complications were noted or anticipated